Event description:
The tip of the wire was twisted. The report received indicated that after flushing the wizdom guidewire, the physician was going to pre-shape the wire; however, the physician confirmed the coiled portion to be deformed. The deformation was described as a loose coil. The physician did not continue with the shaping of the wire and consequently, the wire was not used in the patient. The physician decided to exchange the wire and the procedure was completed successfully with another wire. Further information indicated that during the procedure the physician was using buddy wire technique. The physician crossed the left main trunk artery with a competitor's wire, then to protect the first diagonal branch artery, the physician was going to use a wizdom wire. The intended procedure included treatment of a lesion extending from the proximal to the mid left anterior descending. The de novo lesion was described as moderately calcified and tortuous.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.